Event description:
It was reported that during the meniscus repair surgery, after t1 was deployed, t2 fell out simultaneously. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the insertion needle. The actuator is in the t2 pre-deployment position indicating a deployment of t1. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended, t2 deployed as a result of the test. The condition of the device indicates the trigger was inadvertently advanced causing the pre deployment of t1. The device was not returned in the condition of the reported complaint of t2 simultaneous deployment. This investigation could not identify any evidence of product contribution to the reported complaint.